Event description:
Caller reported an error with continuous glucose monitoring (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to perform a complete pump reset.